Event description:
Reportedly, when the device package was opened before the implantation, there were no serial number stickers included with the product.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.